Manufacturer narrative:
(B)(4). Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2013 02:05:03. During night drain cycle four, the patient's ultrafiltration reading was 1454 ml, indicating the home patient drained 1454 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.